Event description:
The customer reported the system intermittently was not making exposures and was cutting the images in half, thus making the system unusable due to a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested, found to be working as intended and returned to service.